Manufacturer narrative:
If implanted, give date: 2006 therapy date: 2006 device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-00477, 2134265-2011-00479. It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. In 2006 a 2.5mm x 24mm taxus liberte, 3.5mm x 32mm taxus liberte, and a 3.5mm x 16mm taxus liberte were implanted in the mid left anterior descending (lad) artery. On (B)(6) 2011 the patient experienced shortness of breath and "chest stuffiness." An angiogram identified restenosis of all three taxus liberte stents. A percutaneous coronary intervention (pci) procedure was performed to treat the 100% stenosed mid lad and in-stent restenosis of the taxus liberte stents. Vascular access was obtained through the radial artery. The lesion was 3.0mm x 20mm and mildly calcified. The physician advanced a 1.5mm x 15mm maverick2 balloon catheter and inflated the balloon 3 times to 16atms, for 10 seconds each. A non-bsc balloon was advanced and the balloon was inflated 2 times to 16atms, for 10 seconds each. The physician then attempted to advance a 3.0mm x 10mm flextome cutting balloon however, the device could not cross the lesion. The procedure was completed with a 3.0mm x 6.0mm flextome cutting balloon. Medication administered pre procedure included aspirin and during the procedure heparin was administered. No patient complications were reported and the patient's status is stable.